Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A voluntary recall was initiated for all products made the integra boston manufacturing site due to potentially high levels of endotoxin in the products. However, endotoxin contamination is linked to fever which the patient did not reportedly experience in this event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study: surgimend rotated causing lateral creasing. Re-operation was required following post operation complication, procedure related. Patient recovered (B)(6), 2023. Investigator accessed the event as adverse event not related to device; definitely related to procedure.